Event description:
Per the clinic, the patient experienced headaches with device use, a performance decrement, and tenderness around the implant site, and the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the date of awareness and date received by manufacturer was (B)(6) 2012; not (B)(6) 2012, as previously reported. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.